Manufacturer narrative:
Additional information was received that confirmed both of the pre-stents fractured, along with the fracture of the melody valve frame. It was reported that most likely the proximal melody stent fractured, along with the flailing of the melody stent and melody tissue components into the lumen of the right ventricular outflow tract (rvot). No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years, nine months and twenty-two days following the implant of this transcatheter bioprosthetic pulmonary valve into a patient with tetrology of fallot, a second transcatheter bioprosthetic pulmonary valve was implanted valve-in-valve due to an increased right ventricle pressure reported as 95 mmhg and several type ii stent fractures. It was reported that the valve and pre-stents were located retrosternal with direct contact to the sternum on full length of the stents and the valve. The inner lumen of the valve and stents were oval and the valve and stents were pressed up against the sternum inducing stent fractures. The flow through the valve was reduced, more than likely due to the stent fractures and the proximal flailing of the stent and valve tissue components in the lumen. Three non-medtronic stents were implanted and dilated to 24 millimeter (mm). A second transcatheter bioprosthetic pulmonary valve was then implanted using a 22 mm delivery system. The right ventricle pressure following the valve in valve was 42 mmhg and the right ventricle to pulmonary artery pressure was 17 mmhg. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device was not returned for analysis. Two still photos were received for review, and it confirms that there does appear to be stent fractures on the devices. Based on clinical data and literatures, melody stent fractures are known phenomenon. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture. A conclusive cause of the stent fracture cannot determine with the limited information available. In this case, it was reported that the valve and pre-stents were located retrosternal with direct contact to the sternum on full length of the stents and the valve. The inner lumen of the valve and stents were oval and the valve and stents were pressed up against the sternum inducing stent fractures. The flow through the valve was reduced, more than likely due to the stent fractures and the proximal flailing of the stent and valve tissue components in the lumen. This indicates that the most likely cause of the reported high gradients was due to the stent fractures, which led to the flow through the valve was reduced. Stent fracture and high gradients related risks are documented in the risk management files. Updated h.6 - eval method, eval results, eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.